Event description:
While removing the stalk of a colon polyp, snare malfunctioned, causing loss of control during cut. The polyp stalk bled and required epinephrine injection to stop bleeding at the site. Pt admitted overnight for observation and discharge in am.